Event description:
The following was reported by the attorney for the pt: on (B)(6) 2007 - pt had a ventral hernia repaired using a bard composix l/p mesh ellipse. On (B)(6) 2007 - pt underwent surgery to remove this implant.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request add'l info, medical records and return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and no specific failure was provided. No conclusion can be drawn at this time.